Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated cardiac troponin I (tni) results were obtained on a patient sample on a dimension exl 200 instrument. The customer reported that quality controls (qcs) were within acceptable ranges on the day of the event. As per siemens instructions, the customer ran a precision study, which recovered within specifications; siemens reviewed sample handling with the customer and requested that the customer recalibrate the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. During this visit, the cse observed an issue with the sample probe tubing; the cse determined that the tubing potentially caused fluid restriction. The cse: replaced the sample probe, sample probe tubing, reagent 2 (r2) probe, r2 tubing, and luminescent oxygen channeling immunoassay (loci) inserts; performed water prime 10 times; reset loci statistics; verified the alignments on the instrument and ran qcs and system check, which resulted acceptably. The precision study performed post service also recovered within specifications. Siemens further investigated the issue and determined that the abnormal assay flag obtained on the serum indices indicated that sample was not delivered to the cuvette. The instrument data also showed that there was a sampling issue that was specific to the affected sample; a sample integrity issue potentially contributed to the discordant, falsely elevated tni results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 instrument. The sample was automatically repeated on the same instrument, resulting higher. The initial discordant result was reported to the physician(s). The sample was repeated on an alternate dimension instrument, resulting lower. The result obtained on the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.